Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34mm transcatheter bioprosthetic valve within a ¿difficult¿ bicuspid native aortic valve, the valve was deployed too shallow. After the second recapture the top of the delivery catheter system (dcs) capsule was severely damaged. The distortion was visualized under fluoroscopy. The system was removed from the patient. During attempts to remove the valve from the dcs the capsule completely separated, and the valve was lodged inside the capsule. As reported, it was thought that capsule was partially separated inside the body and then fully separated outside the body upon attempts to remove the valve but likely no damage to this valve. There were no difficulties loading the initial valve. A second dcs successfully implanted a second 34mm valve. No adverse patient effects were reported.